Event description:
Additional information received from the consumer reported the implant wasn¿t holding a charge. When the consumer finally got the implant up to 50% the next morning the neurostimulator would already be down to 25% and then shortly after they would be down to 0%. During the call the consumer was assisted in starting a charge session and they saw the thermometer screen come up on the recharger.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37791, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Event date: the event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over the past week when they go to charge the patient's implant, they are able to get all eight coupling boxes, everything appears to be working, and they will charge for a few hours. Everything will be fine but then they will go to check the implant and see that it has decreased much quicker than it used to and will be at 50% or low battery within a day. They are unsure when they first noticed this but the patient has not made any adjustments to their settings. The patient has had multiple falls. They were redirected to their healthcare provider (hcp) to further address the issue and check the implant. They mentioned they have had the desktop charger (dtc) replaced in the past. No patient symptoms were reported.